Event description:
It was reported that this pacemaker device and non-boston scientific right ventricular (rv) lead, exhibited low out of range pacing impedance (less than 200 ohms), failure to capture and under-sensing. Normal thresholds measurements, and no pacing inhibition reported. Lead integrity testing with provocative maneuvers was completed. A technical service (ts) consultant provided recommendations to perform a save to disc and send it in for analysis. This was not completed by the physicians office. The device remains implanted. No adverse patient effects were reported.